Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 - device evaluation, the lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips passed all testing with no faults found. The test strips were tested and the primary complaint was not confirmed; however a secondary issue of an error 4 message was observed with no assignable cause found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2015, the patient/lay user contacted lifescan (lfs) (B)(6) alleging that her onetouch verio flex meter read inaccurately erratic. The complaint was classified based on additional information obtained by the customer service representative (csr) during a follow up call with the patient. The patient reported that the alleged inaccuracy began at 2:30pm on (B)(6) 2015. At this time the patient obtained blood glucose readings of ¿8.3 and 4.3mmol/l¿ with the subject meter performed within 20 minutes of one another. The patient informed the csr that she regulates her diabetes with the oral medication ¿siofor 850¿ and takes 2 pills per day. The patient denied making any changes to her normal diabetes management routine as a result of the alleged inaccuracy. The patient stated that ¿a few minutes¿ before the alleged inaccuracy occurred her hands were ¿shaking¿. The patient denied receiving any form of treatment as a result of this symptom, but stated that she felt better immediately after eating lunch. At the time of troubleshooting, the csr confirmed that the subject meter was set to the correct unit of measure setting. The patient did not have any control solution to walk through a retest. The patient¿s products were replaced and requested for evaluation. Although it is not clear how the product may have been a factor in the patient¿s injury, since the patient was symptomatic prior to the alleged product issue occurring, this complaint is being reported for the following reason: it cannot be said with absolute certainty that the alleged ¿inaccurately erratic¿ subject meter results did not affect treatment options prior to or after the onset of this symptom.

Manufacturer narrative:
Follow-up # 2: device evaluation: the lay user/patients meter has been returned and further evaluated by lifescan product analysis with the following findings: the meter failed testing. The reported issue was confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.